Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the devices be received for eval.

Event description:
Customer reported an under-infusion. The specific date of event was not provided, but the nurse reported that it "may have occurred on (B)(6) 2013." The pump was set to infuse "5% dextrose in water 50 ml with dexamethasone 40 mgm" over 30 minutes. The pump was programmed as a primary to infuse a volume of 50 ml at 100 ml per hour. The pump appeared to start. Another nurse later heard the pump alarm that the infusion was finished. The front panel said the infusion had occurred, however, she saw that the fluid had not been infused. She reprogrammed the pump and the fluid infused. The set was being used for oncology. The pt did not experience any clinical effects and required no medical intervention. Although requested, no add'l info was provided.